Event description:
Additional evaluation summary: the guidewire lumen was flushed and water exited from the broken hypotube. The distal portion of the device was flushed and a leak was detected at the corrugated point of the distal shaft.

Event description:
An amphirion deep pta balloon catheter was used in a below-the-knee case to treat a lesion with 99% stenosis. Lesion was moderately calcified and moderately tortuous. The device was inspected and prepped prior to use with no abnormality noted. The balloon was inflated once at 7atms. Resistance was noted during removal. Cag showed 50% stenosis remained. The balloon was re-inserted for further inflation. Leak of contrast media was noted from the shaft and blood entered the balloon. It was reported the event did not affect the patient. Physician commented that the leak was caused by the calcification as resistance was noted during the first removal. Another device was used to complete the case. No patient complication was reported. Evaluation summary: the balloon was full of dried blood. Multiple kinks were detected on the hypotube. During the device evaluation, the hypotube broke at the point of the most severe kink. The transition between the shaft and hypotube is corrugated. The balloon does not appear to be burst.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (moderately calcified lesion).